Event description:
The patient reported that 2 weeks ago, the infusion device shut down without alert. The patient removed and reinserted the battery and the infusion device turned on. He stated that the time and date settings as well as the basal rate programming had been erased. He stated that at the time of the incident his blood glucose was elevated to 24 mmol/l (432 mg/dl) and he bolused to lower his readings. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.